Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd ms3 infusion cartridge was not working for the last four days, and the end user was experiencing lightheaded, headache and sick to her stomach. Per reporter the end user was prescribed 10mg remodulin for primary pulmonary arterial hypertension, the end user was advised to seek medical assistance through the emergency room. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Corrected data: correction to d1.